Manufacturer narrative:
Device evaluation of battery (B)(4) been completed. The reported problem (won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.. Device evaluation of battery pack (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged batteries.

Event description:
A us distributor reported that a battery pack was unable to hold a charge.